Event description:
Pt reported that, while priming, they discoverved that their insulin cartridge had cracked, causing a small amount of insulin to leak inside of the device's cartridge chamber. No error messages were generated by the device. Pt stated that they disposed of the damaged cartridge, cleaned the insulin out of the cartridge compartment, nad resumed use of the device. Pt's blood glucose was not affected and no treatment was received.